Manufacturer narrative:
Device not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the procedure the physician attempted to connect the patient¿s chronic leads to a new implantable cardioverter defibrillator. However, when he tried to place the leads into the device they would not fit. After verifying that the correct ports were being used, the physician was given a replacement generator. The leads were connected to the new generator with no difficulties. The patient was reported as stable.

Manufacturer narrative:
The reported connection anomaly was not verified in the lab. Df-4 and is-1 test leads were fully inserted into the device deader; device set screws were able to be fully engaged using a lab torque driver and were found to function normally. The test leads remained firmly secured when gently tugged. No anomalies were found.